Event description:
The 2.4 tracking phoenix catheter was used along with the phoenix wire on a heavily calcified sfa to pop lesion. The device go stuck coming out over the wire. It felt as though some of the coating had actually come off the wire. I will be sending wire in as well. The battery pack was still hot 2 1/2 hours later after the case was completed. The catheter would no longer work once we removed it off the wire. We barely got the phoenix device off the phoenix wire. No complications to the patient, and the case was finished successfully with balloon and stent.